Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that during support of the impella 5.5, there was a hematoma at the axillary site after sneezing and now complains of pain. Five units of packed red blood cells were given over the weekend. The patient survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for investigation. Hematoma : the cause of the injury is most likely use related since hematoma at axillary site after sneezing. Device history review: the device passed all the post sterile inspection checks.